Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had experience to hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis.